Event description:
It was reported that the patient was having difficulty connecting the charger to the ipg. The patient underwent an ipg replacement procedure wherein an MRI compatible device was implanted. The patient was doing well postoperatively and the explanted device was kept by the medical facility.